Manufacturer narrative:
Product complaint # (B)(4). Date sent: 4/22/2020. Investigation summary: the analysis results showed that three gst60g cartridge reloads were received fully fired. Upon further inspection the reloads were found to have damaged on the knife channel as it appears that a staple was drag along the channel causing staple plow on the upper walls. No functional test could be performed due to the condition of the reload. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Investigation summary: one video received. Upon visual inspection of a video, the following was observed: at the 5:19 mark is introducing the first surgical instrument that support the that appears to be the liver. At the 7:00 are introduced other instrument the body and at the 8:20 mark is introduced a little measuring tape and measure the tissue. At the 8:48 mark the tissue is marked with a purple color. From the 10:34 mark to 36:44 the tissue is cut and sterilized. At the 36:45 mark the device is introduced with a black reload loaded and at the 38:48 mark the device is firing. And at the 38:53 and the device is removed of the tissue and staple line and cut line were as expected. At the 39:57 mark the second device is introduced with a green reload loaded, at the mark 40:02 the tissue is placed between the jaws of device and at the mark 42:24 the device is firing and removed of the tissue and staple line and cut line were as expected. At the 43:10 mark it was noted slightly bleeding in a different area of staple line. At the 44:17 mark the area of bleeding was cauterized. At the 45:09 the third device is introduced with a green reload loaded and at the mark 49:28 the device is firing and removed of the tissue and staple line and cut line were as expected. At the 50:00 mark an excess of tissue is removed and for this reason a staple is deformed and at the 50:11 the staple is removed from the tissue. At the 51:18 the four device is introduced with a green reload loaded and at the mark 52:32 the device is firing and removed of the tissue and staple line and cut line were as expected. At the 52:48 one needle/suture combination is introduced and start suturing from 52:49 to 1:08:00. At the 1:08:24 a second needle/suture combination is introduced and start suturing from 1:08:24 to 01:16:41. At the 01:17:55 a third needle/suture combination is introduced and start suturing from 01:18:12 to 01:20:24 and the suture is cut by the user. At the 01:20:46 start suturing with the same needle/suture piece and at the mark 01:22:37 finished of the suturing. At the 01:25:27 mark the user check that the operation is good. At the 1:28:33 mark the cut tissue is taken to be removed by a trocar. At the 1:28:34 mark a suture is introduced through of tissue and the user begin to suture the hole when the trocar was introduced. Based on the photo alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed

Manufacturer narrative:
(B)(4). Batch unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, on the second firing of the stapler, with a green reload, no buttressing material, after firing the stapler, the doctor opened the jaws and noticed green plastic shavings from the reload. The doctor used a grasper to remove the shavings. The doctor used the same stapler with a green reload to complete the procedure. There were no patient consequences reported.